Manufacturer narrative:
Evaluation results: failure to follow instructions (resistance was encountered when advancing the device and some additional force was used). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient¿s condition effected the effectiveness of the device (patient lesion morphology - lesion was moderately calcified). Deformation problem. Evaluation conclusion: failure to follow instructions (resistance was encountered when advancing the device and some additional force was used). Known inherent risk of a procedure (failure to deliver stent and stent deformation). Device failure related to patient condition (patient lesion morphology - lesion was moderately calcified). (B)(4).

Event description:
It was reported that a physician intended to deploy a 3.0 x 30 mm resolute integrity drug eluting stent to treat a moderately calcified lesion in the lad-diagonal bifurcation. There were no difficulties noted during preparation of the device. Firstly, the tight lesion was pre-dilated with a 2.0 x 20 mm balloon and a 2.0 x 15 mm balloon. Difficulties were then noted while trying to advance the stent to the lesion. Another pre-dilation was performed in the mid lad segment with a 2.75 x 15 mm balloon inflated to 14 atms. One 2.75mm diameter x 18mm length resolute integrity stent was successfully implanted in the mid lad segment. The physician then tried to deliver the 3.0 x 30mm resolute integrity stent in the mid dia segment, but couldn't advance it to the target lesion. Resistance was encountered when advancing the device and some additional force was used to advance the device. Several attempts were made; the lesion was then pre-dilated again with a 2.75 x 15 mm balloon inflated to 18 atm, but still the second stent didn't pass. The stent did not reach the lesion. The stent was inspected and it was noted that some struts were deformed. The procedure was successfully concluded after the deployment of another brand stent in the prox segment of the artery in overlap with the first stent and another resolute integrity 2.5x14 distally in overlap with the first stent. No patient complication was reported for this event. Device evaluation: the device was returned to medtronic for evaluation. The hypotube was kinked 23cm, 40cm, 67.5 and 90.5cm distal to the end of the strain relief. Mandrel movement passed with no issues or resistance noted. The balloon had not been inflated. The stent was positioned on the balloon between the inner shaft marker bands as per specification. The 1st distal segment with part of the first segment raised and moved in a distal direction.